Manufacturer narrative:
A full analysis of the data provided for investigation has been performed. Unfortunately, a lack of information did not permit to confirm the issue. It was confirmed that the arm made a sound in a predefined position with a distance sensor attached to the arm. However, that sound cannot be considered as abnormal since the environment of the room is unknown and that a simple mechanical constraint on motors could be a normal cause for this sound.

Event description:
During the maintenance of rosa 2.5, abnormal sound was found in the moving process of the manipulator arm.

Manufacturer narrative:
UDI# : not applicable (device manufactured before 2016). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During the maintenance of rosa 2.5, abnormal sound was found in the moving process of the manipulator arm.